Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the delivery system was noted with diminishing heparinized saline in the delivery system cup after it was filled completely. It appeared the delivery system would not hold the flush despite the tether lever was in the lock position. The physician elected to continuously flush the delivery system while advancing it into the introducer sheath. The case proceeded with successful implantation of the leadless implantable pulse generator (ipg) device. No patient complications have been reported as a result of this event.